Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report: 3006705815-2017-00802. It was reported the patient experienced ineffective stimulation. Programming attempts to resolve the issue were unsuccessful. X-ray images confirmed the lead(s) had migrated. Surgical intervention is planned to address the issue.

Event description:
Device 2 of 2. Reference MFR. Report: 3006705815-2017-00802. Follow-up identified the patient underwent surgical intervention during which both leads were explanted and replaced with a paddle lead. Stimulation was restored post-operative.